Manufacturer narrative:
The bur and attachment subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken. Investigation results on the attachment (5100015250, lot 13294) had confirmed that the attachment exhibited debris and rust in the collet and the bur was forcibly removed. Debris and rust is known to hinder the removal of accessories and potentially lead to bur breakage.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.